Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with a 450cc mentor memorygel breast implant. Post-operatively, the patient experienced a bullet wound in the left arm as well as the left breast. The patient was hospitalized, and the patient¿s left breast prosthesis was discovered to be ruptured. As a result, the patient underwent removal and replacement with a 500cc mentor memorygel breast implant on (B)(6) 2022.